Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose level was 500 mg/dl and 505 mg/dl and current blood glucose value was 416mg/dl. The customer stated that they were treated with shots. The customer also reported that the cannulas were bent. They declined troubleshooting for high blood glucose and bent cannula. It was unknown if auto mode was active during the reported event. The device will not be returned for analysis.